Event description:
Patient reported having experienced ¿unusual pain, tingling, swelling, numbness, or burning of the breast " (irritation/inflammation). Side was unspecified, this record represents the right side. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: weight to the spec, crease fold, deformation. Cloudy was after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 01/29/2014. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "irritation/inflammation" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿unusual pain, tingling, swelling, numbness, or burning of the breast."

Event description:
Patient reported having experienced ¿unusual pain, tingling, swelling, numbness, or burning of the breast " (irritation/inflammation). Side was unspecified, this record represents the right side. Device has been explanted and replaced.